Event description:
It was reported that the cartridge was leaking from the o-ring . Customer loaded a new cartridge to address the issue. The customer's blood glucose (bg) level was over 500 mg/dl on the meter and ¿high¿ on the continuous glucose monitor. The elevated bg was addressed by a correction injection via mdi and changed out the pump supplies.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.